Event description:
It was reported that the patient had endocarditis bacteremia and was becoming septic. It was suspected that the patients spinal cord stimulator (scs) device was the cause of the said diagnoses. Additional information was received that the patients symptoms of infection were fever, nausea and pain. The location of infection and if it was device related were unknown. The patient was admitted to the hospital and was placed on antibiotics. The patient was discharged and was reportedly doing well.

Event description:
It was reported that the patient had endocarditis bacteremia and was becoming septic. It was suspected that the patients spinal cord stimulator (scs) device was the cause of the said diagnoses.